Event description:
Philips received a complaint from customer biomed reporting the touchscreen on the v60 ventilator was not functional. The device was not in clinical use. There was no report of harm. There was no patient impact reported. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the issue. The bme reported touchscreen calibration did not resolve the issue. The rse advised the bme to enter the touchscreen diagnostics mode and found that touchscreen wasn't responding to touch near the bottom half of screen properly. The rse provided the touchscreen replacement part details for a customer order. The bme reported the touchscreen issue was unresponsive touch points. The bme replaced the touchscreen. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.